Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that a detachment occurred on the hypotube while the stent was crossing inside the guiding catheter. The device was removed from the patient. Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 13th distal stent wraps with struts raised. No deformation was evident to the distal tip. The device was returned with a detachment on the hypotube 91cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. A kinks was evident on the hypotube 1.4cm proximal to the detachment site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a non calcified, mildly tortuous lesion with 80% stenosis located in the proximal left anterior descending artery (lad). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was completed using a 3.00x22mm resolute integrity stent. The patient was reported to be alive with no injury.